Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, the customer's settings required adjustment. The customer consumed soda and carbohydrates to stabilize bg levels. Reportedly, the customer contacted the healthcare provider.